Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e216 was unable to be confirmed. However, the definitive root cause of error e216, the fluid invasion and and dirty bending section could not be determined. The insertion tube and bending cover were reprocessed and wiped properly according to the instruction manual. The user performed pre-cleaning of the scope immediately after the procedure. It is unknown if pre-soaking was conducted. The detergent solution and detergent were getinge clean enzymayic plus and cidex. The device was properly stored after the last procedure. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ or ¿withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored¿. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Additional reportable findings of plastic distal end cover melted or burned around the instrument channel outlet at the distal end and no image was observed. Based on the results of the investigation, the probable cause of the no image is due to a fluid invasion caused anomaly in electrical component such as circuit board in the scope connector. The probable cause of the reported burnt distal end cover is due to the use of high-energy hand instruments (laser/high-frequency/et cetera (etc.)) Without ensuring sufficient distance from the distal end (handling problem). However, the root causes of the reported events are unable to be determined. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a scope communication error e216, there was no image due to fluid invasion damage, the bending cover was dirty, the instrument channel had leakage, the distal end was burnt, the insertion tube was scratched, the angulation had play, and the light guide connector was corroded due to fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the bronchovideoscope had leakage from the instrument channel and an e216 scope communication error. There were no reports of patient harm.